Event description:
A customer contacted baxter's technical service center regarding concerns about the temperature of the bags on the homechoice (hc) after use. The technical service representative (tsr) explained how to check the comfort control (cc) setting. It was reported that when the patient is sleeping and grabs the patient line to reposition, the patient line feels hot. However, after further follow up, it was reported that the issue was not device related but it was due to the patient having the patient line underneath an electrical blanket which caused it to feel hot. The patient stated that it only happened once. As a result, the patient repositioned their setup and it has been fine ever since. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It was reported that the device was manufactured in 1997. The device was not available for evaluation. The device history review and service history review were completed with no issues noted that were related to the reported condition. It was determined that the reported issue was due to the patient having the patient line underneath an electric blanket which caused it to feel hot. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The homechoice and homechoice pro apd systems patient at-home guide was reviewed. A warning states: ¿do not use external heating sources (such as a microwave, stove, electric heating pad with an uncontrolled temperature gauge, or immerse in hot water) to warm solution bags. This can result in overheated solution delivered into your peritoneal cavity, causing patient injury.¿ a review of the label for the product family will be conducted. If any relevant information is obtained from that review, a supplemental report will be submitted.